Event description:
Area leader of the hospital reported via our sales rep that she noticed after the sterilization, that the locking mechanism of the spacer inserter failed to function so that it would not have been possible anymore to grip the cage with the inserter. According to her info, a replacing device was available to continue the preparation works prior to surgery.

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.